Event description:
On (B)(6) 2014, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded a suspected discrepant result of 0.10 on a 64 year old female patient who presented with dizziness. There was no additional patient information available at the time of this report. Date time method result sampleunk 12:31 I-stat 0.10 1st unk 12:46 I-stat 0.03 2ndunk 13:04 I-stat 0.02 3rdthere were no injuries reported with this event.

Manufacturer narrative:
(B)(4). The investigation was completed on (B)(4) 2014. Return and retain cartridges were tested and are functioning according to specification.